Event description:
The customer reported the interconnect plug was damaged and could not be plugged into the system. This renders the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.